Event description:
It was reported by service report that the bed had no electronic functions. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: cpu board malfunction caused the loss of all electronic bed functions.